Event description:
Eleven days post cypher stent implantation the pt presents with complaints of chest pain. Repeat coronary angiography is performed and noted thrombus both inside the cypher and proximal to it. Plain old ballon angioplasty was used to treat the thrombus and an intra-aortic balloon pump was inserted (iabp). The pt was said to be increasingly stable. Per the procedural physician, the ticlopidine was stopped for an unk reason post-cypher implant and is the probable cause of the sat.